Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that would have contributed to the reported low speed events captured in the submitted log file. A distal-end driveline replacement was performed on (B)(6) 2019 and approximately 15.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. The silicone jacket showed no signs of damage related to wear or fatigue. The bionate layer was discolored but showed no signs of damage. Areas of breakdown in the metal braided shield were observed at the base of the metal connector and approximately 2.5¿ and 4¿ from the metal connector. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The account reported that following the driveline repair, the patient experienced no further alarms. The patient will continue to be monitored as usual. The patient remains ongoing on heartmate ii lvas, serial number (B)(4), and no further events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported on 14jun2019 that the patient has had no further issues to date post driveline repair.

Manufacturer narrative:
Approximate age of device- 2 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced low flow alarms with decreasing rpms of 2300-2400s on (B)(6) 2019. The manufacturer's technical service representative reviewed the log file and observed four (4) low speed advisories on (B)(6) 2019 that were as low as 2400 rpm while the device was connected to the mobile power unit. X-ray of the driveline showed an area of concern. The patient underwent driveline repair on (B)(6) 2019, and was given grounded patient cable. No further issues were reported.